Manufacturer narrative:
A ge rep evaluated the system and reloaded system software. System operates as intended.

Event description:
The customer reported the system failed and would not reboot. No pt injury was reported.